Manufacturer narrative:
The returned ipg was evaluated and no functional issues were identified during performance testing. Log files show initial programming to expected settings, which were unchanged leading up to explant date. Patient attended over 30 in-clinic therapy sessions and self-activated the device over 300 times between initial implant and explant procedures. No problems in the manufacture or use of the device have been identified.

Event description:
Patient was implanted on (B)(6) 2025 and began therapy protocol on (B)(6) 2026. The patient later subsequently reported experiencing chest shocking sensations while the device was not actively delivering stimulation. The implanting physician replaced the ipg on (B)(6) 2026, and the originally implanted lead was not replaced. Mobia medical personnel were not present during the procedure. Patient developed left-sided weakness approximately two weeks after the replacement procedure on (B)(6) 2026, was in hospital for two days, and discharged to out-patient rehab; CT imaging was reportedly inconclusive as to cause. The replacement ipg was turned on per physician clearance on (B)(6) 2026 to support at home use of the device. The explanted ipg was returned to mobia medical for evaluation.